Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device ¿intermittently runs¿. It was unknown to the reporter if there were any delays in the planned surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer¿s information is unavailable. Device manufacture date is unavailable. The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.